Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, post-surgical port placement, the customer observed that the imaged produced from the endoscope was flipped. The customer received phone support from the technical support engineer (tse). The tse advised the customer to remove the endoscope and activate the clutch on the arm to cancel the guide tool change. Then the tse advised then customer to reseat the endoscope and the issue was resolved. The planned procedure was continued with the original endoscope with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The tse advised the customer to remove the endoscope and activate the clutch on the arm for canceling the guide tool change. Then the tse advised then customer to reseat the endoscope and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.